Manufacturer narrative:
This report is submitted on september 06, 2019, by cochlear ltd.

Event description:
Per the clinic, the recipient experienced pain and no longer wanted his baha system. The ent physician removed the abutment and the implant (date not reported). Reportedly, the explanted items were disposed.